Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported the insulin pump was alarming motion sensor test failure and another alarm but the customer couldn't recall which one. Customer is unable to rewind the device, he has to reset time/date, can't access main menu, and it counts down. Customer's blood glucose was 22 mmol/l. Troubleshooting was performed and customer was advised the device needed to be replaced and to revert to back up plan. Customer agreed to return the device for analysis.